Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient inserted a new sensor in the morning and the cgm was showing that her glucose was going low, with a value of 63 mg/dl. She did not have any symptoms at the time. She was not able to check a fingerstick bg and went straight to the hospital where she works. She said that she went to the hospital to work that day, but about 20 minutes after arriving at the hospital she started vomiting, had pain on the upper part of her epigastric area that radiated to her back, lost consciousness, and was sweating profusely. No bg taken in the emergency room (ER) was reported but she stated that she was treated with insulin. After the treatment her bg was 100 mg/dl and the cgm was displaying 140 mg/dl. At the time of the report three days later she stated she was nauseated and having headaches. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.